Manufacturer narrative:
Requested patient weight and identifier information was reported by the physician via email on march 17, 2020. A follow-up exam occurred a few weeks after injection. The physician did not report any further observations resulting from this examination beyond noting the patient's pain and difficulty swallowing had resolved. The physician confirmed use of lidocaine with epinephrine as a local anesthetic and a nasopharyngoscope for the procedure where it was reported 0.6cc of renú gel were injected into the patient. Although the device lot number was not reported by the physician, cytophil, inc. Can resonably concluded renú gel lot u908-00100 was used in the reported event based upon review of distribution records. Cytophil has concluded its complaint investigation. Cytophil is unable to definitively determine the root cause of the reported incident. Pain is a common side effect of surgical procedures and individual pain tolerances vary. The results of cytophil's review of the pertinent renú gel device manufacturing and sterilization records confirm the devices were manufactured in accordance with specifications, there has been only one (1) prior report of severe post-operative pain not for the lot used in this incident, and the volume of product injected would not pose an obvious cause of concern of over injection, although each case is unique for required volume to achieve correction. The complaint is being closed and will be tracked and trended. (Ref. (B)(4))

Manufacturer narrative:
The physician reported the renú gel, 1.5cc device associated with the (B)(6) 2020 injection had been discarded and was not available for evaluation. The device lot number has not been reported, but cytophil, inc. Has requested the information from the physician. The renú gel device packaging and device pouch were described as being intact and undamaged when opened by the physician. Cytophil, inc. Has reviewed its complaint files for any similar type complaints for all renú voice and renú gel production lots dating back to 2015. There has been only one (1) other complaint received by cytophil in 2018 for post-injection pain relating to renú injectable products. Cytophil has contacted the physician and requested additional information regarding the patient, device, and the incident. The complaint investigation is on-going. A supplemental report will be provided.

Event description:
On (B)(6) 2020, the patient underwent an uneventful in office percutaneous injection for the treatment of glottic insufficiency using renú gel and a 27 gauge needle. No noted difficulties were reported to have been experienced during the procedure. The physician reported the patient felt "stabbing pain" in the throat immediately after injection. The patient reported, to the physician, this pain continued unabated for one (1) day and somewhat lessened after twenty-four hours. The patient informed the physician the soreness lasted a few days and she also experienced difficulty swallowing. The patient's pain was reported to have been treated with over the counter (otc) pain medication. No further treatment was described and the patient's current status is reported as having some residual pain. (Ref: (B)(4)).